Event description:
Customer's wife reported customer's insulin pump has been delivering too much insulin. He has been low every day. Customer has to disconnect from the device to bring his blood glucose up. Customer's blood glucose is 44 mg/dl. He treated with food. The drive support cap appears normal. Customer follows proper priming procedures. The reservoir is showing less insulin than what is shown on the status screen. The device passed the displacement test. Customer also reported his battery life is a lot shorter now and the device shuts down without any warning. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump had normal operating currents and no unexpected off no power or low battery alarm or blank display was noted. The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. The insulin pump had minor scratches on the display window, a cracked case at a display window corner, cracked battery tube threads and a cracked reservoir tube lip.